Event description:
Georgy, m., padwal, j., georgy, b. Spinal cord stimulators in outpatient interventional neuroradiology practice. Neuroradiology. 2013. 55. Summary: spinal cord stimulation is a known modality for treatment of chronic back and neck pain. Traditionally, spine surgeons and pain physicians perform those procedures. We are reporting our experience in performing neuromodulation procedures in an out patient interventional radiology practice reported events: 1; 3 patients with a spinal cord stimulator had infections and required removal of the device 2; 2 patients with a spinal cord stimulator reported lead migration. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4): product type implantable neurostimulator product ID neu_unknown_lead, lot# unknown, (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator . (B)(4).

Event description:
Padwal, j, georgy, m.m., georgy, b.a. Spinal cord stimulators in an outpatient interventional neuroradiology practice. Journal of ne urointerventional surgery. 2013;0:1-4. Doi:10.1136/neurintsurg-2013-010901 the full text article of the previously reported abstract was received. The events reported in the full text article are listed below. Please note that the events listed below include more detailed information on the previously reported events. Please see attached article. Reported events: one patient developed an infection four days after implantation. The reporter stated that the whole device was removed to avoid the spread of the infection into the spine and intravenous antibiotics were administered. Two patients presented with evidence of lead migration. One patient developed an infection six months after implantation. The reporter stated that the whole device was removed to avoid the spread of infection into the spine and intravenous antibiotics were administered. It was noted that the patient was an intravenous drug abuser. One patient developed an atypical infection three months after implantation at the site of the charger and failed to respond to antibiotics. The reporter stated that the whole device was removed to avoid the spread of the infection into the spine and intravenous antibiotics were administered. One patient had an implant malfunction after two years of implantation.

Event description:
Additional information received reported that all reported side effects were within the "previously reported ranges. The reporter stated that it was not believed that there was any "manufacture or device fault" in any of the cases.